Event description:
Boston scientific received information that the patient with this right ventricular lead experienced symptoms of dizziness. In addition, their pulse rate was thirty beats per minute. This lead has chronic increased threshold measurements and output settings had been programmed to 4.0v@1.0ms. These measurements had been stable and there were no reported symptoms. Interrogation revealed threshold measurements of 3.5v@1.0ms. In addition, an electrogram revealed loss of capture resulting in the low escape rhythm which in some cases lasted for five second intervals. The patient was light-headed, but did not experience syncope. An urgent lead revision is intended. Until the revision, outputs were increased. A revision procedure was performed. This lead was surgically abandoned and replaced. In addition, the device was also replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.